Event description:
Physician reported the trailing haptic of the intraocular lens detached from the optic during insertion necessitating removal and replacement of the iol. The pt's cornea reportedly appeared cloudy for a few days post operative and the visual acuity was affected.